Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose level of 417 mg/dl. Customer would not like to continue troubleshooting. Customer did not receive a sensor updating alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The device will not returned for analysis.